Event description:
The surgery center reported during a cataract procedure, the phacoemulsification unit was sporadically making a clattering noise near the pump and the vacuum would drop off. In addition, there was a second occurrence at the beginning of the last schedule case of the day of the unit displaying an error message indicating the footpedal had 10% battery charge remaining and within 45 seconds after the message was displayed the footpedal stopped working. The surgeon reported the continuous irrigation continued to flow and could not deactivate by using the touchscreen feature. The third occurrence was that the clinic plugged in the footpedal cord to use a wired instead of wireless. The plugging of the footpedal cord did not resolve the issue; in fact the unit would not recognize the footpedal. The surgery center was not able to complete the procedure using the same machine. A back up unit was used to complete the procedure successfully. No patient injury reported.

Manufacturer narrative:
Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. (B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found the footpedal had the charge low, therefore confirming the footpedal battery charge would drop during use. The clatter from the pump/fluidic modules was not confirm when attempting to duplicate. To resolve the footpedal charging difficulties, the footpedal sla battery was replaced. As a proactive measure, the fss replaced the peristaltic pump to address reported noise. During inspection of the unit, the fss found the power cord retainer clip missing from the power cord that lead to the power cord loose and found machine would cycle power when moved. The missing clip was replaced. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.